Event description:
It was reported that after removal of the patient, a syringe was inserted into the drainage lumen and pressure was applied, but the syringe did not move at all. Per follow-up information received from ibc on 27dec2023, the reported issue was found during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received 1 silicone temperature sensing catheter. Inflated catheter with no difficulties and balloon was symmetrical. Also received (B)(4) photo samples. First photo sample shows top view of catheter. Second photo zooms in on top view of bifurcation site. Third photo sample shows top view of inflation cap with no obstructions present along pathway to inflate balloon. Fourth photo sample shows side profile of deflated balloon. Based on physical sample received product meets specifications. No root cause could be found because the reported event was unconfirmed. Labelling, and DHR reviews are not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that after removal of the patient, a syringe was inserted into the drainage lumen and pressure was applied, but the syringe did not move at all. Per follow-up information received from ibc on 27dec2023, the reported issue was found during use.